Event description:
Reportedly, the pacemaker involved in this MDR report was implanted and the leads were connected properly. However, the post-operative follow-up revealed an escape rhythm of 30bmp, absence of ventricular sensing and absence of atrial and ventricular pacing. The re-intervention was performed immediately: the leads were still properly connected; therefore, the device was explanted on the same day and returned for analysis. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.